Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure the right ventricular lead exhibited high impedance, the stylet could not be inserted fully. The lead was not used and a new lead was placed successfully. The patient did not experience any adversed consequences.